Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found no defects. The reported condition was confirmed. Functional testing was performed with the returned dissector using a test lab generator and battery. The status light emitting diode (led) on the generator illuminated green, confirming proper assembly and device readiness for use. The assembled device was tested to confirm full functionality by activating the dual mode energy button with the clamping jaws open. The results were acceptable. The device was also activated with the jaws closed and submerged in glycerin bath at both power modes with unacceptable results. Upon clamping the jaws the indication led turned red. Upon opening the jaws the indication lamp turned green and the startup series of tones were heard. The dissector was disassembled and it was discovered that the audio speaker had come loose out of its housing due to insufficient adhesive. The detached speaker was rubbing against the spring, making the device difficult to open. Activating the device with the jaws closed causes the compression spring to come into contact with bare speaker leads resulting in a short. The device will not work in this state. The audio speaker came loose because insufficient adhesive was applied during the assembly process to hold it in place. The audio speaker most likely came loose out of its housing during shipping or device use. The operations engineering team is aware of this failure mode and has identified it as a low-occurrence failure. The team will continue monitoring this compliant failure mode. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the jaws of the of the device would not open. There was no patient involvement.